Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer tried to check the ventilator on properly connected patient circuit with test lung , and found out that device was showing above mentioned alarms. The customer tried to crosscheck flow sensor exhalation valve body, diaphragm and also cleaned pressure sensing line. The customer tried to check and replace internal pneumatics tubing but still problem was not solved. The customer performed transducer test and found out that the exhl pressure calibration transducer failed at 32 cmh2o. Finally, the customer tried to crosscheck with working main pcb with kit and found out that device was working satisfactorily without any alarm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low pip, low ve and xdcr fault alarm continuously issue on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.